Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('pregnancy (ectopic)/miscarriage'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth in 2013, cesarean section and tobacco user. Concurrent conditions included obesity, hypertension, blood loss anemia, hyperlipidemia, uterine fibroids, uterine bleeding, hyperlipidemia, multigravida, parity 4, adhesion, fibrosis and menometrorrhagia. Concomitant products included ibuprofen, iron, losartan potassium and pravastatin sodium. On (B)(6) 2009, the patient had essure inserted. In 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (d&c and hysterectomy (full), bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown and the abdominal pain, vulvovaginal pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the plaintiff experience one more pregnancy episode with essure which is captured under case - 2019-103533 she did not claim that essure worsened a previously existing injury/condition. Current weight 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion bilateral occlusion. Pregnancy test urine - in 2017: positive. Ultrasound abdomen - on 21-apr-2017: multiple uterine fibroids, the largest of which is submucosal in position. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain lower, vaginal haemorrhage , menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('pregnancy (ectopic)/miscarriage') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth in 2013, cesarean section and tobacco user. Concurrent conditions included obesity, hypertension, blood loss anemia, hyperlipidemia, uterine fibroids, uterine bleeding, hyperlipidemia, multigravida, parity 4, adhesion, fibrosis and menometrorrhagia. Concomitant products included ibuprofen, iron, losartan potassium and pravastatin sodium. On (B)(6) 2009, the patient had essure inserted. In 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (d&c and hysterectomy (full), bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage and abdominal pain lower outcome was unknown and the abdominal pain, vulvovaginal pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the plaintiff experience one more pregnancy episode with essure which is captured under case - (B)(4). She did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Bilateral occlusion. Pregnancy test urine - in 2017: positive. Ultrasound abdomen - on (B)(6) 2017: multiple uterine fibroids, the largest of which is submucosal in position. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain lower, vaginal haemorrhage, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received- new events "pregnancy (ectopic), device ineffective, abortion of ectopic pregnancy, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia)". New reporter, patient information, medical history, lab data and concomitant drug were added, events- vaginal pain, abdominal pain" outcome updated to "recovered / resolved". Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.